Event description:
It was reported that during use on a patient on (B)(6) 2020 the helium dropped extremely fast on a cs300 intra-aortic balloon pump (iabp), the helium was temporarily replaced with a full bottle. It was discovered that the helium had been used on the morning of (B)(6). After reporting that the amount of helium was low, the equipment was replaced without complications. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
An agent's engineer evaluated the iabp and was able to reproduce the reported issue prior to repair. The engineer replaced the helium pressure reducing valve. The iabp was cleared or clinical use.

Event description:
It was reported that during use on a patient on (B)(6) 2020 the helium dropped extremely fast on a cs300 intra-aortic balloon pump (iabp), the helium was temporarily replaced with a full bottle. It was discovered that the helium had been used on the morning of (B)(6). After reporting that the amount of helium was low, the equipment was replaced without complications. There was no harm or injury to patient and no adverse event was reported.